Event description:
It was reported that the patients ipg would no longer hold a charge. The patient underwent an ipg and lead replacement procedure and was doing well postoperatively. The explanted devices were discarded per hospital policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a year ago from the date the manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336700. Model: sc-8336-70. Serial: (B)(6). Batch: 16354330.